Event description:
It was reported that the packaging was leaking and products label information was erased with bd retic-count¿. There was no user impact. The following information was provided by the initial reporter, translated from french to english: (1 of 2 complaints) on the other hand, upon receipt, we noticed that the product was leaking despite the packaging precautions. The previous batch was also leaking. Moreover, each time, the label is completely erased. This product is likely to be carcinogenic (see data sheet), and with this problem of leakage, we put some everywhere on the gloves, the mat... Could you please forward our remarks to the competent service in order to guarantee a better safety of the users. - we did not come into contact with the product without protective equipment, we always handled it with gloves. However, the bench was contaminated and we decontaminated it with activated carbon. Can you confirm that this product is indeed carcinogenic?

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00316 was sent in error. The reported issue was that the vial was leaking, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging was leaking and products label information was erased with bd retic-count¿. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: (1 of 2 complaints) on the other hand, upon receipt, we noticed that the product was leaking despite the packaging precautions. The previous batch was also leaking. Moreover, each time, the label is completely erased. This product is likely to be carcinogenic (see data sheet), and with this problem of leakage, we put some everywhere on the gloves, the mat. Could you please forward our remarks to the competent service in order to guarantee a better safety of the users. We did not come into contact with the product without protective equipment, we always handled it with gloves. However, the bench was contaminated and we decontaminated it with activated carbon. Can you confirm that this product is indeed carcinogenic?